Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hqju, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received later indicated that patient felt stimulation using the case and the electrode previously showing >4000. It was indicated originally patient was getting 50% or greater symptom reduction but at this appointment, she was achieving 50% improvement. The device was reprogrammed with three new programs, keeping the original program that worked the best. She has a follow up appointment in (B)(6). The office proactively checks impedance at each appointment. They tested impedance on the day of this call as part of their protocol, not because of suspecting a problem. When they got readings >4000, they increased the preset parameters to 1.5v keeping the pulse with the same and still had readings >4000. They then called me to ask why the different electrodes had different >4000 readings. I called tech services and they explained the potential for false open circuit reading and to test at increased parameters. When representative increased the parameters to 1.5v and 300 pulse width after speaking with technical support, the impedances were all within normal range. It was indicated that patient was receiving effective therapy and has a follow up appointment in (B)(6).

Event description:
It was reported the patient¿s device had impedances greater than 4,000 ohms on the unipolar pair involving electrode zero. Bipolar pair zero and three had high impedances that resolved after increasing the test parameters. The patient was not getting therapeutic benefit. Reprogramming resolved the issue.